Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "the original ts femur stem was implanted with too much varus. We removed the ts femur and stem, and implanted a femoral cone with a ts femur (posterior and distal augments), a longer stem, and exchanged the poly".